Event description:
Family member of home pt (hp) reports incomplete prime of pt line of homechoice set. Hp was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention required per hp.